Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and previous cardiac surgery of annuloplasty and neo chords for a mitraclip procedure. During the procedure, the mandrel was unthreaded more than required. The pin was unable to release. The mandrel was pulled more carefully and the clip was deployed successfully at anterior and posterior leaflet 2(a2p2). The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported difficult deployment and improper or incorrect procedure or method could not be replicated in a testing environment. Additionally, the l-lock tabs were observed to be scratched and the actuator mandrel was observed to be kinked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported improper or incorrect procedure or method was due to the user retracting the actuator knob more than 0.5cm. The reported difficult deployment and observed kinked actuator mandrel are likely related to the reported improper or incorrect procedure or method. The observed scratched l-lock tabs were likely related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code added: medical device problem code: 2017.

Event description:
It was reported on 09 january 2026, that the patient presented with grade 4 functional mitral regurgitation (mr) and previous cardiac surgery of annuloplasty and neo chords for a mitraclip procedure. During the procedure, the mandrel was unthreaded more than required. The pin was unable to release. The mandrel was pulled more carefully and the clip was deployed successfully at anterior and posterior leaflet 2 (a2p2). The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.